Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Continuation of d10: product ID {d-evprop23-29}; product lot/serial number {unknown}; product type: {0195-heartvalves}; implant date {n/a}; explant date {n/a} medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a transcatheter valve, an infold was observed. Subsequently, the valve was withdrawn from the patient, and a new transcatheter valve was used to complete the procedure. No patient complications were reported as a result of this event.

Event description:
It was reported that during the attempted implant of a transcatheter valve, an infold was observed. Subsequently, the valve was withdrawn from the patient, and a new transcatheter valve was used to complete the procedure. No patient complications were reported as a result of this event. Additional information was received that a misload was identified during loading due to a bent strut. Itwas reported that a fold in the frame was first identified during the pre-implant fluoroscopic check.

Manufacturer narrative:
Image review: one media file was provided for review. A fluoroscopic valve load inspection was performed and a misload appeared to be present by evidence of bent outflow crown/s. As stated in the instructions for use (IFU), if a misload is detected, do not attempt to reload the bioprosthesis. The valve, catheter, loading system, loading tray, and saline must all be replaced with new sterile components. Updated: a2, b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5 (third paragraph). The additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a transcatheter valve, an infold was observed. Subsequently, the valve was withdrawn from the patient, and a new transcatheter valve was used to complete the procedure. No patient complications were reported as a result of this event. Additional information was received that a misload was identified during loading due to a bent strut. Itwas reported that a fold in the frame was first identified during the pre-implant fluoroscopic check. Additional information was received which clarified that the last three nodes were involved in the frame fold/overlap and the misloaded system was never inserted into the patient's body.